Event description:
Patient's mother reported the pump stopped during the last infusion with about 25ml left in the second syringe. Patient's mother ended up wasting that part of the infusion. Patient's mother stated they have had the same pump since 2017. Pump serial number and expiration unknown. No further information, details or dates available. Product lot and expiration unknown. Unknown if medical doctor is aware. Dose/amount: hizentra 20% pfs - 18gm. Hizentra indication: common variable immunodeficiency, unspecified.did pharmacy replace device? -yes.